Manufacturer narrative:
The patient's past driveline issue occurred on (B)(6) 2017 (not (B)(6) 2019 as previously reported in b5) and was referenced in MFR number 2916596-2017-02898. The patient continued to have issues with the driveline, refer to manufacturer report number # 2916596-2021-03333. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stop and low speed events. Based on complaint history and similarly reported events, the pump stops and low speed events are potentially consistent with damage two or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 at 3:20:28 to (B)(6) 2021 at 1:53:48. The pump fixed speed was set to 9400 rpm with a low speed limit of 8600 rpm for the duration of the captured data. On (B)(6) 2021 from 14:10:57 to 14:16:38 and on (B)(6) 2021 from 18:25:12 to 18:26:40 there were 7 pump stop events. These pump stop events were associated with 11 low speed hazards, 5 low speed advisories and 11 low flow hazards. The pump stop and low speed events occurred while the patient was supported by battery power. Excluding these events, the pump operated above the low speed limit. A distal end driveline repair was performed on (B)(6) 2021. The driveline was returned severed approximately 20¿ from the controller connector. The driveline was covered in clear and white tape approximately 2¿-18¿ from the controller connector. An electrical continuity test of the returned distal driveline was conducted, the underlying wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during intact testing, even with manipulation of the driveline. The rescue tape was removed and revealed numerous areas of cosmetic damage to the silicone jacket. The silicone jacket was removed and revealed a discolored bionate, which was otherwise unremarkable. Upon removal of the bionate, numerous areas of shield breakdown were found along the length of the driveline. The shielding was removed, and visual and microscopic inspection of the underlying wires revealed no evidence any breaches to the wire insulation or underlying conductors. The driveline was submerged in a saline solution for hipot testing to further verify each wire¿s insulation. The test did not identify any breaches. There was incidental finding of damage to the driveline outer silicone sleeve. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 09jan2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's past driveline issue was referenced in MFR number 2916596-2017-02898. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had pump stops on (B)(6) to (B)(6) when the patient bent over. The patient had history of short-to-shield and was put on ungrounded cable back in (B)(6) 2019. The short-to-shield matured into a phase to phase. There wasn't any new trauma or significant changes to the patient's weight. The patient had symptoms of dizziness and lightheadedness. He was advised to limit movement and keep driveline as stable as possible. Driveline x-rays showed some wear and tear and rescue tape. A driveline repair was performed ~2.5 inches from the exit site on (B)(6) and the driveline was wrapped with rescue tape. The patient was then placed on ungrounded cable and the spliced portion was returned.